Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited long high-voltage charge time. The ICD was explanted and replaced. The patient's status was unknown.

Event description:
New information indicates that the patient was stable.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014.